Manufacturer narrative:
The reported event was addressed with phone support. The reported issue was resolved after rebooting the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered an issue with the orientation and alignment of the scope when selecting 30 degrees up and 30 degrees down. The scope was not corresponding to the selection. They completed a reboot on the system and completed the case without any further issues. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: they were attempting to flip the scope from 30 down to 30 up orientation. When they selected 30 up, the orientation would flip back to 30 down and they had an inverted image. There was no inverted motion of the instruments. There was no patient harm. The issue resolved after a power cycle.